Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after an ent physician performed a tracheostomy and placed the tube, severe cuff air leakage was detected. After removal, two large holes were found in the cuff. This resulted in inadequate ventilation, decreased oxygenation, low ventilator tidal volume, difficulty breathing, and a risk of pneumothorax. The tracheal tube was replaced, and the patient returned to normal. There was a patient involvement and there were no additional adverse consequences.